Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep stated that they were at the healthcare professional¿s (hcp) office for the patient¿s ins replacement today but when the rep interrogated the ins the battery was okay but the impedances for electrodes 8-15 showed greater than 10,000 ohms. Technical services had the rep run the impedances again at 3.0 volts and the impedances showed that the 1 and 9 electrode was greater than 40,000 ohms. Ten was 14,000 ohms, 8 was 17,000 ohms, 11 was 13,000 ohms, 12 was 11,000 ohms, 13 was 14,231 ohms, and 15 was 11,410 ohms. The patient was being programmed 2+ 3- 4- and 5+ and 10 11 and 13. Group impedance was 533 ohms and there was pain relief. Technical services reviewed that since programming was allowed therapy relief and the current ins battery voltage was at 2.9 volts the patient did not necessarily need to replace the patient¿s ins today but the patient should be monitored more closely since the impedance for electrode 1 was greater than 40,000 ohms. The rep was redirected to follow up with the hcp to monitor the patient. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Event is now reportable as a adverse event and product problem. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the reason for the high impedances were not determined. The healthcare provider (hcp) was going to monitor the patient closely for any loss of therapeutic relief and continue to run checks on the ins site. The hcp mentioned that as time goes on they may replace the ins around 6 months. The lead (0-7) was programmed without using #1 electrode and stimulation was able to cover the painful areas. No further complications were reported.